Event description:
Caller reports that during a correlation study the following coaguchek xs system 1/xs system 2 results were obtained: 2.8 inr/5.9 inr; 2.2 inr/5.2 inr; 2.2 inr/3.7 inr; 2.0 inr/4.8 inr; 2.3 inr/5.1 inr; 3.3 inr/>8.0 inr; 3.3 inr/>8.0 inr; 1.7 inr/2.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21333312, expiration date 09/30/2013). (B)(4).